Manufacturer narrative:
The device was not returned to olympus for evaluation; therefore, the root cause of the reported event could not be conclusively determined at this time. However, based on similar reports the operator¿s technique cannot be ruled out as a contributing factor of the reported event. To mitigate the risk of injury to the patient, the instruction manual states, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ if the device is returned at a later date, this report will be supplemented accordingly. The OEM has conducted a DHR review for the concern lot number and found the production order was no linked to a quality notification or non-conformity.

Event description:
Olympus was informed that at during a cystoscopy procedure, the tip of the sheath broke off inside the patient. The user facility reported that once the procedure was completed the doctor noted a piece of the sheath was missing and went back and found the piece inside the patient¿s bladder. The broken piece was retrieved from the patient. The patient did not require additional treatment, no longer stay and there was no delay in the procedure. In addition, the device was inspected prior to procedure with no anomalies found. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results and device evaluation results. A visual inspection of the received condition of the device was performed and found part of the exposed ceramic insulation tip was broken off from the device distal end. The broken ceramic insulation tip was not returned along for evaluation. Approximately 7mm x 4mm of the ceramic tip is broken off and missing. Light scratches were noted on the shaft. The passage and locking mechanism tested normal and smooth. The exact cause of the reported event could not be conclusively determined, however, based on the similar reported events related to the reported device, the cause could potentially be attributed to unintended user handling.